Event description:
Patient has been a 10yr+ user of insulet glucose monitoring devices. On (B)(6) 2022 she received omnipod 5 insulin delivery system, controlling and monitoring her insulin through her smartphone. She soon noticed that the device produce inaccurate readings causing intermittent and inappropriate incidents of insulin delivery. On (B)(6) 2023 the device failed to deliver the appropriate insulin, which caused the patient to pass out in the bathroom. She fell and broke her ulna in her arm. She was able to see a specialist at the orthopedic bone clinic in (B)(6). Through her research, she found the class-action lawsuit pertaining to the manufacturer for the device. She's wrote letter to the manufacturer holding them liable for the non-deliver of insulin. Patient wants manufacturer to cover medical bills associated with the fall.